Event description:
It was reported to boston scientific corporation that during deployment of an ultraflex tracheobronchial stent device in the main bronchus (female patient; age and weight are unknown), the stent deployment suture teared. The device was removed and replaced with another ultraflex tracheobronchial stent device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Visual examination of the returned device revealed that the suture thread was broken and that noted that the stent was partially deployed. An attempt made to deploy the stent fully failed; it was not possible to fully deploy the stent. Further examination of the stent and the remaining suture thread noted that the suture thread was crocheted through the retension suture, precluding the ability to deploy the stent. The cause of the reported malfunction is attributed to the device manufacturing process.